Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that chemotherapy bag was spiked using the secondary set. When drip chamber was filled, chemotherapy came out of smartspite port, resulting in a chemotherapy spill. No patient harm or medical intervention occurred. No further patient/event information was reported.